Event description:
New information received indicated that the device was explanted. Patient condition was good during and after the procedure.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that extended charge times during routine follow-up in clinic. Session records revealed that the capacitor maintenance had timed out. Varying charge times were noted during capacitor maintenances. No intervention was reported. Device remains implanted.